Manufacturer narrative:
(B)(4). Follow-up report will be filed if additional info becomes available.

Event description:
It was reported that while in the theatre, the intra-aortic balloon (iab) was prepped and inserted through the sheath into the pt's right femoral artery. The pump, an acat 1 plus (B)(4), was switched on and when the perfusionist attempted to start the therapy, the pump alarmed "purge failure" and "possible helium loss." As a result, the perfusionist was unable to start the therapy due to the alarms. At this time, the staff performed the necessary checks to try and identify the problem; checked all the connections to the pump, the drive line connection was inserted correctly, no kinks in the catheter were noted and a valid trigger was available. The perfusionist wanted to exchange the pump. Additional info received on (B)(6) 2010, stated that "as a result the md decided to change the driveline tubing and the problem was resolved. There was no reported pt death. The pt was not injured, medical / surgical intervention was not required. The iab was not removed from the pt. The first pump (B)(4) was removed from the pt. Therapy was delayed / interrupted for approx 5 minutes. The issue was resolved by exchanging the drive line tubing. There were no reported pt complications. The pt outcome is listed as satisfactory. Ref MDR # 1219856-2010-00362 for the related intra-aortic balloon pump reported event.